Event description:
A chronic peripheral vascular access system implanted in the arm was found to be not functional. Explant was performed. The portal with a 4 or 5 cm long catheter segment was attached to the portal. The catheter had fractured with a distal segment embolized to the right heart. This segment was retrieved with no complication or post sequelae.